Manufacturer narrative:
Continuation of medical devices: product ID neu_unknown, information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a trial patient who was using an external neurostimulator (ens) for fecal incontinence. It was noted that the patient¿s trial started on (B)(6) 2018. It was reported that the patient had not had a bowel movement since the surgery. It was stated that they were taking an opiate pain reliever and had heartburn after surgery so they took a tums; the patient believed that this combination was causing the constipation. On (B)(6) 2018 it was reported that their daughter was changing their bandage and accidentally cut the lead wire that was stuck to the tape. It was stated that they were going to see their healthcare provider within the next hour to decide how to proceed. No further patient complications are anticipated or expected as a result of this event.